Manufacturer narrative:
Immucor technical support assessed the test well images of the testing in question by a remote electronic connection method on (B)(6) 2016. The visual well image was consistent with the unexpectedly negative generated result from the instrument, i.e. The one (1) e antigen positive well of r708 (well ii) was visually negative. The immucor laboratory tested retention product on (B)(6) 2016 which performed as expected. The immucor laboratory tested a returned blood sample from the customer site on (B)(6) 2016 with retention product, and the results obtained were also unexpectedly negative, consistent with the customer's observations. An immucor field service engineer (fse) visited the customer site on (B)(6) 2016 to assess the instrument used for testing and found the instrument to be operating as expected. The fse did proactively adjust the washer residual volume, but the original setting was already within the acceptable range.

Event description:
On (B)(6) 2016, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo neo instrument, when tested on (B)(6) 2016.